Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site (B)(6): study subject (B)(6) was implanted on (B)(6) 2009, with elevate anterior mesh for an apical/cystocele prolapse repair. On (B)(6) 2010, graft exposure (extrusion) 1 cm was noted on the anterior vaginal wall and treated surgically on that date by trimming the exposed graft mesh. Medication included vaginal estrogen cream. Event status: continuing. The study site physician relates the event to the device.